Event description:
Boston scientific crm received information that this patient should never have been implanted with this pacemaker, as it was not a defibrillator. Due to this, the patient experienced a near fatal ventricular tachycardia. The patient was in a coma for seven days and almost died. Her current device is a competitive defibrillator,

Manufacturer narrative:
The pacemaker was not returned for testing and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.